Event description:
A US distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of Monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the response buttons were damaged and the monitor would not power up.The root cause of the damaged monitor cannot be positively identified. There were no adverse events associated with the damaged monitor.